Event description:
It was reported that during a coronary stenting procedure involving a proximal right coronary artery (rca) lesion, the stent dislodged. During the physicians attempt to advance the stent delivery system to the target lesion, the stent dislodged from the delivery system. It was further reported that the physician used another liberte' monorail to fix the first stent and the stent was successfully implanted. Both stents were implanted in the proximal rca. No patient injuries or complications were reported. Patient status is reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.